Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) ranging from below 13- 300 mg/dl, cause was unknown. Reportedly, the customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.